Event description:
It was reported that the "speakers out of service." The results of the investigation found a damaged downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The tests found a damaged downstream occlusion (dso) seal, and a defective piezo sounder. The dso seal and piezo were replaced to fix the issue.